Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. The investigation was not able to test for the reported issue of "double beep no cassette" due to a constant "high pressure" alarm. The circuit board and the downstream occlusion sensor were replaced to address the issue. Based on the investigation, the complaint allegation was not able to be confirmed due to the "high pressure" alarm.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette" while testing. No adverse effects were reported.